Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet insulin pump experienced recurrent low blood glucose readings, including a documented value of 59 mg/dl, with logs showing multiple meal announcements in close succession, insulin stacking, and optional low-glucose alerts disabled; the device was synchronized with the mobile app and delivered insulin as expected, and no device alerts or alarms other than an urgent low were recorded. Symptoms included hypoglycemia with readings below 70 mg/dl. Outcomes included self-treatment of lows without emergency care or hospitalization. Investigation included review of device event logs, alert settings, cgm connectivity, and insulin delivery history, along with user interviews. Investigation of this case revealed user behavior consistent with double or stacked meal announcements after treating lows and intermittent cgm connectivity, with no evidence of device malfunction. It was concluded that the device functioned as intended and that user education regarding appropriate meal announcements and alert use was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.